Event description:
The pt lost weight. The implantable neurostimulator (ins) was moving in the pocket. The ins was not charging. The pt reported having to physically flip the ins to get it to charge. Follow-up with the pt's healthcare professional was recommended. Add'l info had been requested, a follow-up report will be sent if add'l info becomes available.